Event description:
During the ablation portion of an atrioventricular nodal reentrant tachycardia (avnrt) supraventricular tachycardia (svt) procedure, insertion difficulties with the sheath resulted in a procedural delay. It was noted that the ablation catheter was not reaching the set power limit on the ampere. The catheter was removed from the patient, and it was observed that the catheter was not irrigating despite attempting to fast flush at 60 ml/min. The introducer and the ablation catheter were exchanged to complete the procedure with no adverse consequences to the patient. When the guidewire was removed during the device exchange it was noted to be bent and kinked. After discussing with the team what we saw, it seems that the sheath damaged both the wire and the ablation catheter when they were advanced into the patient through this sheath. No resistance was noted while inserting the catheter through the sheath but there was resistance when removing it from the patient. When the introducer was exchanged, the new introducer was advanced through the existing access site. When the sheath was removed, no physical damage was observed.

Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. The damage to the guidewire could not be confirmed as it was not returned for analysis. The sheath hemostasis cap inside diameter measurement was within specifications and no anomalies were noted when the returned dilator was inserted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Flexability instructions for use (IFU) states, ¿an 8.5f minimum introducer sheath may be used to aid in insertion.¿ the cause of the reported removal difficulty is consistent with not following the instructions for use. The cause of the reported guidewire damage remains unknown.